Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and feeling dizzy because of hyperglycemia. Customer was treated with intra venous of insulin, and shots of lantis and declined to trouble shot hyperglycemia. Customer was using auto mode feature on insulin pump. It was also reported that the while in hospital customer¿s blood glucose level was dropped to 40 mg/dl. The insulin pump will not be returned for analysis.